Event description:
Patient in severe respiratory distress. Patient intubated. Patient agitated and ventilator began beeping. Patient became bradycardic. Took patient off vent to bag with ambu bag. A large amount of air escaped from the et tube. Patient became calm. Upon examination it was noted that the continuous nebulizer had popped off circuit. It was replaced on to the exhalation valve and the patient could not exhale. The connections all appear the same and are same size. Even when placed correctly they have a tendency to pop off. Staff will use tape to make the connection snug. This is a work-around and not policy.

Manufacturer narrative:
A conference call meeting was held on 09/19/2013 at 8:45 pacific time. (B)(6) rt manager from the hospital participated and from westmed attended: (B)(4). (B)(6) acknowledged that the westmed nebulizer the hospital used (uniheart) is not designed to be used in the circuit it was used (the uni-heart has a 22mm port) and in order to use it they decided to make an adaptation using a "step down" fitting. The hospital shared that the step down fitting is what popped off the circuit (not the nebulizer which remained attached to the step down fixture). Westmed manufactures and markets a nebulizer specifically designed for the application they need in circuits.